Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, station was on disconnected mode. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A field service engineer (fse) noted that the devices had been moved from the area temporarily due to hvac repair. After being moved back, the network cable had accidentally plugged into the wrong port. The customer was asked to re-check the connection and perform a reboot. The station came back online. The fse accessed the station via remote smart service, and the remote session was successful. The system functioned as intended after the field service engineer repaired the device.